Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the non-calcified and non-tortuous left anterior descending artery to left main. A 20 x 3.00 promus premier select drug-eluting stent (des) was advanced and successfully implanted. The stent was postdilated with an 8 x 3.50mm nc balloon which resulted in stent deformation. A 3.5 x 16 promus premier select des was deployed to cover the deformed part. No patient complications were reported and the patient status was stable.